Event description:
It was reported that the handpiece stopped working, which caused a surgical procedure to be delayed one hour due to a backup not being immediately available. Another device was eventually used a complete the procedure. There was no medical intervention. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at an international technical services center. Based on the tech services report the failure was caused by bad soldering in the battery connection area.